Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. On (B)(6) 2022 the customer went to the emergency room for occlusions, and was subsequently admitted into the intensive care unit with a blood glucose level of 600 mg/dl and high ketones. Ketone levels identified by her health care provider as life threatening. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released (B)(6) 2022 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.